Manufacturer narrative:
Suspect device received on march 26, 2021. Device evaluation completed on april 04, 2021: during the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 250cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Suspect right side device lot#:9383339. A manufacturing record evaluation was performed for the finished device 9383339 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: baker¿s grade iii capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent breast augmentation revision with a 250cc mentor memorygel breast implant experienced bilateral baker¿s grade iii capsular contracture post procedure. The capsular contracture was diagnosed through patient¿s symptom. As a result, patient underwent bilateral replacements with mentor gel on (B)(6) 2021. This report relates to the right prosthesis.